Event description:
Manufacturer was informed of the following event through publication about mitroflow valves. Based on the information available,15 patients underwent aortic valve replacement using the mitroflow valve size 19 mm from (B)(6) 2013 to (B)(6) 2022 with the mean age of 77.5 ¿ 5.6 years, and the mean body surface area was 1.3 ¿ 0.1m, reportedly, one patient underwent aortic valve replacement due to structural valve deterioration at 2.7 years postoperatively.

Manufacturer narrative:
H3 other text : unknown disposition

Manufacturer narrative:
Since limited information is available regarding the event and the device involved, no further investigation can be performed, and definitive root cause of the reported event cannot be established at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, no clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Event description:
Manufacturer was informed of the following event through publication about mitroflow valves. Based on the information available,15 patients underwent aortic valve replacement using the mitroflow valve size 19 mm from december 2013 to august 2022 with the mean age of 77.5 ± 5.6 years, and the mean body surface area was 1.3 ± 0.1m2. Reportedly, one patient underwent aortic valve replacement due to structural valve deterioration at 2.7 years postoperatively. Manufacturer was informed that no further information is available.